Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional later reported that the symptoms resolved and cause of the withdrawal symptoms was never determined. No, symptoms resolved and cause was never determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) regarding a patient who received unknown baclofen (1000mcg/ml, 277.1mcg/day) in an implantable pump for an unknown indication for use. The patient experienced sudden withdrawal on (B)(6) 2017; increased spasms, pruritus, and agitated. There were no alarms, the pump reservoir had medication, and an abdominal CT scan did not indicate a catheter kink. The patient was given baclofen and diazepam and seemed to be stable. Technical services recommended to perform a catheter dye study. It was later provided that a catheter dye study was not performed. As previously reported, a CT scan of the abdomen/pelvis was performed. Further report indicated that the catheter was intact and the tip of the catheter was at its original position. There was no suspected device issue. The patient was monitored overnight at the hospital with one dose of oral baclofen upon admission. The patient was comfortable overnight with no spasm the next day and no oral medication required. The patient was discharged and the patient¿s status was reported as comfortable. No further complications were reported/anticipated.

Manufacturer narrative:
B.2. Correction: hospitalization and intervention required were previously checked in error. H6: the previously applied patient codes are no longer applicable (c50526, c3344, c50623, and c50656). H.10: review of this this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned (previously reported as no suspected device issue). Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.